Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and x-ray testing was performed. The complaint is confirmed. The root cause was unable to be determined, but is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the hub of the dilator broke off while testing the device during prep. The device was not used on the patient.